Event description:
On (B)(6) 2011, pt reported she does not think she is getting insulin from the infusion device. Pt stated the infusion device is sucking the insulin back into the infusion tubing instead of delivering it. Pt reported when she primes the infusion tubing she will get it primed but when the prime stops, the insulin will get sucked back into the infusion tubing. Pt stated if she programs a bolus of 4.0 units of insulin she will only get 0.5 units of insulin. Pt reported this issue has been occurring for 2 weeks. Pt stated every time she gives a bolus she has to give more than she normally would because the infusion device will suck the insulin back into the infusion tubing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.